Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and contrast media leak occurred. The lesion was located in a shunt in the non-calcified and moderately tortuous forearm. A non-bsc introducer sheath was placed on the vessel followed by a non-bsc guide wire going to the target lesion. A 5.0 x 40 mm mustang catheter balloon was used for dilation. The balloon ruptured at 18atm with an unknown number of inflation. Upon introduction of the contrast media, they found out that their was a leak due to a pin hole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a microscopic examination of the balloon material identified a pinhole. The pinhole was located over the proximal markerband. No issues were noted with the balloon material or proximal markerband which could contribute to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and contrast media leak occurred. The lesion was located in a shunt in the non-calcified and moderately tortuous forearm. A non-bsc introducer sheath was placed on the vessel followed by a non-bsc guide wire going to the target lesion. A 5.0 x 40 mm mustang catheter balloon was used for dilation. The balloon ruptured at 18atm with an unknown number of inflation. Upon introduction of the contrast media, they found out that their was a leak due to a pin hole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.